Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the reported event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the IFU sections: IFU states that detection method in gif-1200n operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-1200n reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Full e1 establishment name: (B)(6) hospital.. The device was evaluated by olympus and the customer's allegation of air water flow issues were confirmed. Additional issues were found during the device evaluation. Distal tip part air supply defect, wear (bending) of angle wire, wear of the angulation (u/d) control knob, scratched distal sheath, discolored adhesive on distal sheath, peeled adhesive on lg (light guide) lens, scratched connecting tube, damage to ccd (charged coupled device), discoloration of control unit. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. It is unknown if the air/water nozzle was flushed with water and air. It is unknown if there were abnormalities in the accessories used for reprocessing. It is unknown if the air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. It was unknown if the air/water nozzle was flushed with detergent solution. There were no other concerns with reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had air water flow issues. It is unknown when the issue was found. There were no reports of patient harm. The device was returned and during the device evaluation the following reportable malfunctions were found: nozzle has foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.